Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing thresholds. A lead dislodgment was suspected. The lead was reprogrammed to a new vector and the thresholds were reduced. This lv lead remains in service. No adverse patient effects were reported.